Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a large hemothorax identified on (B)(6) 2017. There were chest tubes placed and a video-assisted thoracoscopic surgery (vats) re-operation on (B)(6) 2017. It was originally reported as other but has moved to major bleeding on (B)(6) 2020.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the bleeding, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined. The account reported that a large hemothorax was identified on (B)(6) 2017, and the patient had chest tubes placed. The patient underwent a video-assisted thoracoscopic surgery (vats) re-operation on (B)(6) 2017, which resolved the major bleeding. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19jul2017. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced a large hemothorax. They were transfused with 2 units of packed red blood cells (prbcs) and chest tubes were placed. The patient then underwent a video-assisted thoracoscopic surgery (vats) re-operation on (B)(6) 2017, which resolved the major bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2017. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.